Event description:
It was reported that the battery was depleting more rapidly than the customer anticipated. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.